Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. The sensor data was extracted successfully. The sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Observed water-based liquid contamination on the pcba (printed circuit board assembly) triangle upon visual inspection of the plug assembly. Accuracy test was performed, and all results were within specification range. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter and the customer did not notice a trend arrow on the device. The customer experienced feeling weak, dizzy and sweaty. The customer was unable to self-treat and required treatment of glucose gel from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.